Event description:
It was reported that the pt began experiencing intermittent stimulation two weeks following implantable neurostimulator implantation. The pt felt as if the stimulator was being turned on and off at full intensity but not in the entire area of designated coverage. The pt later described the sensation as shocking and jolting. The pt was encouraged to allow for more healing time as it may have alleviated the symptoms. The intermittent stimulation continued for approximately two months following initial onset. During that time, the pt met with two add'l company representatives that continued to encourage add'l healing time. X-rays indicated that the lead didn't move and it was in the same position as when it was implanted. Five months after implant, the pt once again met with a company rep that informed them that they had two bad electrodes (electrodes 1 and 5). The bad electrodes were removed from programming. This corrected the problem but reduced the coverage area. Following the reprogramming the pt's charging intervals were extended from 22-23 days to 41-42 days. The "bad" electrodes were reported as being the ones that gave the pt maximum pain relief in the areas that needed it most - even during episodes of shocking and jolting (which occurred during movement and deep breathing). The positional shocking and jolting disrupted the pt's sleeping. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)